Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that on the day of the trial her personal area was hurting and she was on her way to the hospital but decreasing stimulation resolved the issue. The patient also reported that on the night prior to the report, she was back to peeing heavy again. The patient thought the wires had moved. The patient stated that when she touched the back of her buttock, she could feel stimulation. The trial started on (B)(6) 2015. The patient also reported that before the trial she was going to the bathroom 30-40 times a day. The patient stated that up until last night she was only going to the bathroom six times a day. The event occurred during use and this indication for use was unknown. No outcome regarding the event was reported. Further follow- p is being conducted to obtain information. If additional information is received, a follow- up report will be sent.